Manufacturer narrative:
Investigation summary: ten samples were received for evaluation. Testing results showed they all are within specification: breakout force spec<40n. Sustaining force spec<20n. (B)(6). Root cause could not be determined as all representative samples were within specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 11th complaint for the lot# 8046825 for the same defect or symptom. Other complaints: (B)(4). There was no documentation of issues for the complaint of batch 8046825 during this production run. Root cause description: root cause could not be determined as all representative samples were within specification. Rationale: na.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger would not push forward. This occurred on 7 separate occasions. No serious injury or medical intervention was reported.